Event description:
Procedure type: laparoscopic prostate surgery. According to the reporter: when removing the specimen, surgeon pulled the plunger, then part of the flexible metal ring was disengaged. No bleeding occurred. Nothing fell into the patient cavity. No additional tissue loss occurred. Operative time was not extended more than 30 minutes. The patient is under observation.

Manufacturer narrative:
(B)(4).